Manufacturer narrative:
The devices have been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time. The associated cartridge lot # is unknown at this time.

Event description:
The patient reported complications with his blood glucose levels. He reported that he had normal blood glucose results on (B)(6) after setting up all the supplies. On (B)(6), his blood glucose levels started to rise throughout the day and were not responding to bolus doses. He said he kept falling, became lethargic, had a seizure, and was taken to a hospital via ambulance. The patient reported that his blood glucose level at the emergency room was 1000+ mg/dl. It was noted that there was damage to the cartridge cap and that the tubing was detached from the cartridge when the patient arrived at the hospital. It is unknown when the tubing was detached and if it happened before or after the falls and seizure. The patient was admitted to the hospital with a diagnosis of dka, cardiac issues, and a possible stroke. The patient was taken off the pump, placed on an IV insulin drip and also was injected with insulin through syringes to control his blood glucose. The patient stated he was in the hospital until (B)(6) and was released using a backup plan of insulin injection. There were no pump alarms for the several days prior to calling animas except for low or empty cartridge alarms. There were multiple bolus doses for 0 units on (B)(6). The patient stated he was confused due to elevated blood glucose on that day and tried to deliver bolus doses to lower his levels but were not correctly entered. Only two boluses were completed and delivered on (B)(6). Pump settings and delivery history were reviewed with the patient and confirmed as accurate.